Event description:
It has been reported to co that during a percutaneous coronary stenting procedure, the aspiration catheter kinked and could not be used. The physician inserted the occlusion balloon wire into the pt and inflated to occlude the vessel. The physician attempted to advance the aspiration catheter through the 8f guiding catheter and the aspiration catheter kinked. The physician was unable to advance the aspiration catheter to the lesion and aspirate the protected/treated segment. The pt is reported to be fine.